Manufacturer narrative:
While the device was explanted in (B)(6) 2008, the device and severed leads were returned to boston scientific in (B)(6) 2010. A review of medical records indicated that the patient expired in (B)(6) 2008. No cause of death was reported. No new boston scientific system had been implanted, and it was not known if the patient had received a competitive system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. The device was explanted and all four leads, including the epicardial rate/sense leads, were cut and abandoned. The surgeon did not use lead caps but may have used suture ties. There was no injury to the patient; it was not known when or if a new system was to be implanted.